Manufacturer narrative:
The rse delegated the device evaluation/repair to the authorized service provider. The device was returned to full functionality however despite multiple attempts no details were provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not provided. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The system meets the specification for the performed service and is returned to use. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device did not deliver the shock. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the staff had to shock a patient in cardiac fibrillation. At the time of the shock, the device indicated "charging problem", the shock could not be delivered. Another device is used. There was a delay in taking care of the patient but no consequences for the patient. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.